Event description:
It was reported that during a routine patient refill, the drug was administered subcutaneously. The patient experienced a decrease in the conscious level and vomiting. The patient was admitted to ICU and was placed on a narcan infusion. The hcp had difficulty accessing pump post refill to ascertain amount of drug in pump compared with amount administered. The hcp was unable to ascertain if the needle was in the pump for drug injection. The pump settings were fine and no warning logs were reported. The patient was discharged home.

Manufacturer narrative:
Decrease in conscious level.